Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient (cmo) got a new syringe (15ml) fentanyl initiated at shift change (1914). Med concentration was 50mcg/1ml. Rate 75mcg per hour. Syringe should have been empty at 0514 (10 hours). When rn went in at 5am to change syringe, the machine said vtbi was 0.76, which would match up with rate/timing. However, when syringe was changed, there was still >5ml in syringe to waste. When syringe was changed at shift change, there was no issues.